Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was programmed to infuse lipids at 5.1 ml/hr for 16 hours with sufficient volume, but the bag ran dry one hour early (over-infusion) during patient infusion. A pump was correctly programmed to infuse isavuconazole over one hour with the appropriate volume and rate; however, the bag ran dry 20 minutes early. There was no report of patient injury or medical intervention associated with this event. No additional information is available.